Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited incorrect measurement and noise. It was noted that the device recorded the event as an atrial fibrillation episode, however upon review of the egm the rhythm does not look like atrial fibrillation. No intervention was performed. The patient was in stable condition.